Event description:
According to the information received on (B)(6) 2023, a patient was injected on (B)(6) 2022, with rha 4 (unspecified volume) into lateral zygoma area. During injection, the patient experienced potential vascular occlusion in right lateral zygoma area. Immediately, several vials of hyaluronidase (hyelenex) were administered over the course of 4 hours. We were informed that following the corrective action, the symptoms were recovering properly without further issue.

Manufacturer narrative:
Additional MFR narrative: according to the information received this case would be related to a localized vascular occlusion/complication. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.